Manufacturer narrative:
(B) (4). The sample has been requested, but to date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported that a gastrectomy was extended by more than 30 minutes because of sealing issues. Oozing under 200cc occurred but a regrasp alarm, indicating an incomplete seal cycle, was heard on the seal cycles in which the oozing occurred. There was no patient injury.